Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colectomy functional end-to-end anastomosis at the second firing, the nurses replaced the cartridge and checked the operation of the device. After confirming that all the indicator blocks illuminated green, the nurse passed the device to the surgeon. The surgeon clamped the tissue, after the green button was pressed, the indicator flashed green, but the display of the cartridge indicated 0, and the device could not be used. While the display was indicating 0, the green button was in a state of flashing. Though the shell and the handle were replaced without replacing the cartridge, the same issue persisted. Firing was able to be performed by using the new replaced handle with the cartridge. The event occurred during the procedure, but the product was not used for patient. The surgical time was extended by less than 30 minutes.